Event description:
Patient had a acetylcysteine drip infusing at 62.5 ml, initiated at 0927. At 1100 pump was beeping and rn went in the room to assess. Bag was found empty, pump was still set at 62.5 ml/ hr. Verified pump settings again. Pump exchanged for new pump. Old pump tagged and taken out of use.